Event description:
It was reported that the patient had approximately 3 urinary tract infections within the last 12 months. The patient stated that the intermittent catheters were getting stuck inside the wrapper, which never happened before, so they don¿t know if they were warm. The patient also stated that they catheterize himself 7 times per day. It was noted that the patient had been using the products for more than 90 days. It was unknown if the device contributed to the urinary tract infection, and medical intervention was unknown.

Manufacturer narrative:
This event is being submitted as a result of a retrospective review of complaint records. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode for this failure could be " biocompatibility issues "and a potential root cause for this failure could be ¿unsuitable material ". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "inspect the catheter before use". " warnings : to help reduce the potential risk of infection and/or other complications, do not re-use. Dispose of appropriately after procedure. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had approximately 3 urinary tract infections within the last 12 months. The patient stated that the intermittent catheters were getting stuck inside the wrapper, which never happened before, so they don¿t know if they were warm. The patient also stated that they catheterize himself 7 times per day.  It was noted that the patient had been using the products for more than 90 days. It was unknown if the device contributed to the urinary tract infection, and medical intervention was unknown.